Event description:
It was reported the customer received motor error alarms during bolus deliveries. Customer's blood glucose was 26 mmol/l. The customer could not recall any significant events leading to the alarms. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the basic occlusion and displacement test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot, broken reservoir tube lip, minor scratches on the display window and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.